Manufacturer narrative:
The crt-d will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection found that both the ra and rv proximal seal plugs were missing and both setscrews were stuck in the up position. A wrench tip was broken off in the proximal ra setscrew hex slot and the retainer ring was bent upward, indicating that excessive force was used to retract the setscrew. During testing, approximately 24 inches per ounce of torque was used to loosen this ra setscrew. The proximal rv setscrew hex slot was rounded by a tool. The distal rv and ra setscrews were found to be tightened against the lead terminal pins. The rv lead terminal pin was easily removed while the ra terminal pin could not be removed. All but the proximal ra setscrew other moved freely and were operating normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the reported observation of a stuck setscrew issue.

Event description:
The crt-d was returned.

Event description:
Boston scientific received information that during the replacement of this cardiac resynchronization therapy defibrillator (crt-d), the setscrews were unable to be loosened to remove the leads from the header. A variety of different torque wrenches from different manufacturers were used as well as a surgical drill, but were all unsuccessful. The leads were then cut from the crt-d and the rv lead had to be extracted. No adverse patient effects were reported.